Event description:
It was reported that the user experienced signal loss of dexcom g7 continuous glucose monitor (cgm) glucose readings to the ilet bionic pancreas while readings remained available on the dexcom mobile app; the user was guided to toggle the sensor settings, after which glucose readings would populate automatically and glucose remained stable. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. User support included troubleshooting and education focused on connectivity and pairing. Investigation of this case revealed a communication issue limited to the interface between the cgm and the ilet without evidence of sensor failure or pump malfunction, and the device components were responsive after reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent bluetooth communication disruption resolved through re-pairing.